Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was unable to be confirmed, however during the device evaluation it was observed that the video cable boot was damaged and wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the camera head connector sheath was broken and there was no image. There was no patient/user harm or injury reported due to the event.